Event description:
It was reported to boston scientific corporation in 2008 that a peg safety kit 20 fr. Push device was used during a peg placement procedure five days prior. According to the complainant, when the peg tube was attached to the guidewire and pulled through the stomach, "the cover on the guidewire appeared to be pulling off." Reportedly, as the guidewire was continued to be pulled through the stomach, the "guidewire cover was seen but not the tube." A second peg safety kit was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture date cannot be determined. Although anticipated, the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.